Manufacturer narrative:
Insulin pump had no button response, due to flattened dome switch on esc button. No button error alarm noted. Insulin pump had minor scratches on display window, scratches case, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 142 mg/dl. Customer stated that he went to give a bolus and then realized the button error was an issue. Customer also stated that the pump may have been bumped. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).